Event description:
It was reported that the burr was stuck with the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the burr was stuck with the rotawire. When the burr was tried to be removed, it did not come out and became unable to be pulled. The rotalink was pulled out together with the rotawire without difficulty and the procedure was completed with the original device. After removing the devices from the patient, the rotawire was removed from the rotalink burr. There might be resistance when pulling the rotawire out from the rotalink. No complications were reported and the patient was discharged without any problem. It was further reported that no fragments were remained in the patient. The patient was already discharged from the hospital without any health injury.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device presented no damage or irregularities. The rotawire used in the procedure was returned inside of the rotablator device. Functional testing consisted of attempting to remove the rotawire from the rotablator device. The wire was able to be removed from the device was no resistance or issues. No issues were identified during the product analysis.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that the burr was stuck with the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the burr was stuck with the rotawire. When the burr was tried to be removed, it did not come out and became unable to be pulled. The rotalink was pulled out together with the rotawire without difficulty and the procedure was completed with the original device. After removing the devices from the patient, the rotawire was removed from the rotalink burr. There might be resistance when pulling the rotawire out from the rotalink. No complications were reported and the patient was discharged without any problem.